Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no cassette" alarm. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The pump was repaired by the german service center prior to it being aware there was a complaint against the pump, however the repair notes indicate the pump problem of "incorrect/no cass/disposable detected' alarm" was not confirmed. The pump was found to be operating properly and passed all tests after the service was completed.